Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level reached 23 mmol/l (414 mg/dl), while wearing the pod for approximately 3 hours. The lg reported the pod leaked and they were unsure if the cannula was properly inserted into the infusion site (back). As treatment, a new pod was successfully applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.